Event description:
Healthcare professional reported 7 months after injection with unspecified juvederm voluma in the marionettes and nasolabial folds, patient developed a "lump" at the right marionette injection site. Eight months after injection, the patient developed a lump at the left marionette injection site. Nine months after injection, both lumps previously mentioned, measured approximately "6x4 mm." Per the healthcare professional, patient was treated with hyaluronidase to prevent permanent damage.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "nodule skin" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: undesireable effects - the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Indurations or nodules at the injection site.